Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence leading to an artificial urinary sphincter (aus) surgical intervention. The existing cuff was explanted and replaced with a smaller cuff. It was said that the patient outcome was good and they recovered continence. There were no patient complications.